Event description:
The physician was performing a peripheral intervention procedure in a heavy calcified area when the flexor sheath came apart with possibly the coil being exposed. The device was able to be removed and the physician used a competitor's device to complete the procedure. No harm to the patient. No additional procedures or intervention were required due to this occurrence.

Manufacturer narrative:
(B)(4). (B)(6). (B)(4). The event is still under investigation.